Event description:
It was reported that during a sigmoidectomy procedure, there was difficulty with releasing the jaw after firing. Indicator suggested that one or two clips remained. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.